Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis, treatment for the event, and the patient¿s outcome were not reported. It was reported the patient may stop pd therapy on an unspecified future date and begin hemodialysis. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with vancomycin, intraperitoneally (ip) and another unknown drug, ip (doses, frequencies, and routes were not reported). On an unreported date, the peritonitis was resolved and the patient was recovered. It was reported that the patient did not stop peritoneal dialysis (pd) therapy and did not switch to hemodialysis because the peritonitis cleared up. At the time of this report, extraneal and physioneal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.